Event description:
International complaint received. The facility reported failure code 814:01. It is unknown when this failure code occurred. It is unknown if there was patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA january 26, 2007. Evaluation summary:a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if any additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.